Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that service and evaluation, it was determined that the handpiece device motor was blocked, seized, and rough running. It was noted that the motor was blocked due to lot of debris inside the gearbox, the motor failed, and there was no lubrication observed during inspection. It was also noted that the device failed pre-repair diagnostic tests for function of forward/reverse mode, and functional test. It was noted in the service order ¿not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.